Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inflammatory nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported receiving an injection of juvederm® voluma¿ xc. 3 weeks later, the patient reported experiencing "severe swelling, pain, and nodules." The patient received an injection of dissolver, but is not seeing any difference. The patient also received an evoke heat treatment immediately prior to their injections. The event is ongoing.

Event description:
Patient reported receiving an injection of juvederm® voluma¿ xc. 3 weeks later, the patient reported experiencing "severe swelling, pain, and nodules." The patient received an injection of dissolver, but is not seeing any difference. The patient also received an evoke heat treatment immediately prior to their injections. The event is ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inflammatory nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.